Event description:
Pt (patient) reported pump (serial:(B)(6) expiration date: unknown) continued to alarm and unable to get it to stop. She replaced the batteries and restarted her infusion and the alarms started all over again. She also stated the batteries are draining faster than usual. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use by pt. Product issue did not cause or contribute to pt or clinical injury. Device available for investigation pending return by pt. Pharmacy replacing pump associated with event. Pt had a backup device they were able to switch and successfully continue their infusion. Infusion is life sustaining. Outcome: resolved. Unknown if prescriber is aware. No further info.